Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Additionally, a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose ranged between 240-281mg/dl.